Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00202, 3013450937-2022-00203, 3013450937-2022-00204, 3013450937-2022-00205, 3013450937-2022-00206, 3013450937-2022-00208, 3013450937-2022-00209, 3013450937-2022-00210, 3013450937-2022-00211, 3013450937-2022-00212 and 3013450937-2022-00213.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed and replaced during the revision: eleos tibial hinge, eleos tibial poly spacer, eleos distal femur axial pin, eleos distal femur and 2 x eleos male-female midsections. No additional information regarding this adverse event has been provided.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed and replaced during the revision: eleos tibial hinge component, eleos tibial poly spacer, eleos distal femur axial pin, eleos distal femur, and two eleos male-female midsections. The following eleos implants remain implanted from the patient's original surgery: cemented segmental stem, biogrip modular collar, collar locking ring, tibial baseplate, canal-filling stem extension, and tibial baseplate screw. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.